Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an 11-year-old female child patient faced a bent cannula after three or more hours of insertion therefore, her blood glucose level was ranging between 100-200 mg/dl at the time of the event. The infusion set had been used for 6-12 hours and the site of insertion was abdomen. Further, they replaced the infusion set and insulin was resumed successfully. The next day ((B)(6) 2022), the patient again faced the same issue with her infusion set as her cannula bent due to which she experienced high blood glucose level which they tried to treat it with correction bolus via pump, but on the same day ((B)(6) 2022), the patient went to the emergency room and stayed there for 6 hours. Further, the patient was hospitalized due to high blood glucose level. Her highest blood glucose level was 580 mg/dl. Moreover, the infusion had been used for 3 days and the site location was patient's abdomen. The patient had high/large ketone level which her healthcare professional did not assessed as dangerous/life threatening. The patient was further transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. At the time of this report, the patient was still in the hospital with no permanent damage and was receiving treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.